Event description:
Customer stated that they were receiving erratic results. They would receive a reading of 250mg/dl then a reading of 130mg/dl. While on the phone a review of the system was conducted. The customer was using off brand testing strips. The review of the system indicated that the system was working according to specifications. The customer will be sent appropriate testing strips and will call back to complete the review of the system. The customer was invited to call 24/7 for future questions/concerns.